Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-01652 / 01655). Product location unknown

Event description:
Patient underwent a left hip revision procedure due to dislocation. The head and liner were removed and replaced.

Manufacturer narrative:
The head appeared to have some tissue on it as well as some light scratches. The outer shell of the assembly appears to have some light scratches and surface marks likely from sterilization. The inner poly shows some deformation around the inner diameter that constrains around the modular head and holds it in place. This was likely caused during impaction of the modular head into the bi-polar cup assembly or disassociation of the head and inner poly. The outer rim of the poly also shows slight deformation in one location that is not abnormal. This was likely caused by the neck of the femoral stem but cannot be confirmed. The diameter of the modular head was measured by micrometer and found to be in specification. Dimensional analysis was not performed on the inner diameter of the poly insert as i02813 shows f/2 is measured prior to slots being cut in the poly. Since this measurement was performed the poly has been deformed by slicing of the product, impaction of the modular head, and subsequent disassociation of the femoral head from the poly insert. This would all lead to an inaccurate measurement of how the product measured during the manufacturing process. Review of the manufacturing records for the modular head shows the diameter is inspected 100% by micrometer as seen within process number 15 on pages 10 and 12 of the DHR. This also shows the product was released to distribution with no deviations or anomalies. Review of manufacturing records for the bipolar cup and the poly insert found the products were released to distribution with no deviation or anomalies. The complaint of the modular head disassociating from the poly insert is confirmed by the head and bipolar cup returning not assembled. The root cause cannot be determined, however. The modular head was found to be within specification and manufacturing records for the poly insert show the product likely left zimmer biomet conforming. The forces acting on these implants during a closed reduction likely contributed to the head disassociating but this can not be confirmed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).